Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, 9 minutes into the ablation, a fluid loss alarm (rate of loss not known) was generated and during a check of the cervix, a very small leak was observed and the case was aborted. Subsequent to stopping the procedure, a burn was noted and categorized as "slight" (exact degree not known). The burn was treated with premarin cream. Clinical follow up information revealed that the size of the burn was "small", there was nothing unusual about the cervix, there was no indication of overdilation and a tenaculum/speculum were used. There were no further complications reported with this event and the patient's condition is reported to be "doing well".